Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low readings and was giving oxygen readings of 96% to 97% on infants. It was reported that they swapped with a brand new sensor which read 97% and placed it on a colleague which read 95%. There was no patient harm.